Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to a hole, found on the side of the cassette bag. However, the investigation could not determine a root cause for this condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Complaint information will continue to be monitored.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, after loading the drug solution, air was pulled but not all the air was removed. Reporter stated there's a possibility that the air might enter somewhere. This occurred before patient use during priming. There was no patient involvement.